Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter. When flushing the device the medical team noticed that the solution was only dribbling out of irrigation holes on the tip rather than spraying as normal. The physician had stated that they could see material stuck inside the tip of the catheter, which may have been blocking some of the irrigation holes. No errors displayed at the time. The smartablate® irrigation tubing set was re-seated without resolution. The irrigation flow settings were adjusted for the qdot micro catheter, but the issue still persisted. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequences were reported.

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Bwi also received information indicating that the catheter was never used on the patient. According to the physician, it looked like some cotton or piece of towel or something got into the tip of the catheter which was blocking the irrigation holes. He said it was really small and again, cleared when he wiped the tip of the catheter with a towel and flushed it again. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no foreign material inside the irrigation holes. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The irrigation and foreign material issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).